Manufacturer narrative:
Getinge became aware of an issue with hanaulux 2005 surgical light. According to photographic evidence, the label was peeling off from the device. There was no injury reported, however, we decided to report the issue in abundance of caution, as any particles falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. According to subject matter expert, the label peeling off is probably due to excessive friction during cleaning, inappropriate cleaning products and the hard knocks, which could cause scratches, chips and other damages. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. The correction of catalog# field deem required. This is based on the internal evaluation. #d4: previous catalog #: 56076866. Corrected catalog#: hm56076866.

Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with hanaulux 2005 surgical light. According to photographic evidence, the label was peeling off from the device. There was no injury reported, however, we decided to report the issue in abundance of caution, as any particles falling off into sterile field or during procedure may lead to contamination.